Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were not getting insulin as their infusion set had a bent cannula. The customer was assisted with troubleshooting for bent cannula. The customer was advised of the proper preparation process and insertion techniques. The customer's blood glucose was in the 400s mg/dl which was treated with insulin pump. The infusion set will be replaced and agreed to return it for analysis.